Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a thr surgery, after inserting the unkn tandem bipolar/unipolar impl, when reducting, the full lock ring was disassembled and fell under the head (at the neck on the stem). The surgeon attempted to assemble it again inside the body but it was not successful, and then removed to re-insert, but was not successful either, as the stem was getting loose. The procedure was resumed, after a 20 minute delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
B5: describe event or problem h3,h6: the associated devices were returned and evaluated. The visual inspection found the liner around the neck of the oxinium femoral component with the distal surface wrinkled and scratched, the edges are deformed and the proximal surfaces are scratched. Plastic is easily distorted when attempting to implant, especially when the mating surface that is rigid and harder than the plastic (e.g. Titanium, cocr, etc.). Surface finish damage (e.g. Dings, scratches, scuffs, rubs, etc.) And critical feature distortion (e.g. Warping, twisting, rupturing, etc.) Are sufficient to alter the measurement(s) during evaluation. In this case, the distal end looks wrinkled, the edges are deformed and both proximal and distal surfaces are scratched. For this reason, no dimensional analysis will be conducted. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr surgery, after inserting the tndm bp shl/xlpe lnr 43od 26id, when reducing, the full lock ring was disassembled and fell under the head (at the neck on the stem). The surgeon attempted to assemble it again inside the body but it was not successful, and then removed to re-insert, but was not successful either, as the stem was getting loose. The procedure was resumed, after a 20 minute delay, with a s+n back-up device. No injury was reported as a consequence of this issue.